Manufacturer narrative:
After the third-party service agent replaced the user interface assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to complete its boot-up cycle, instead the device would lock-up. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was unable to complete its boot-up cycle, instead the device would lock-up. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced user interface pcb assembly and the cause of the reported issue was determined to be due to a failure of integrated circuit, designator u2, and the likely corruption of its flash memory.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to complete its boot-up cycle, instead the device would lock-up. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.